Event description:
On (B)(6) 2012, product analysis on the returned generator was completed. The generator was explanted/returned for "prophylactic replacement." Visual examination noted tool and burn marks on the generator can, most likely associated with electrocautery procedures, and manipulation of the device during the explant procedure. Visual assessment of the septum revealed damage as result of the setscrew being backed out excessively. The device was continuously monitored for 25.25 hours. The programmed output current measured within limits and showed no signs of variation. Diagnostic values were as expected for the programmed settings. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. On (B)(6) 2012, product analysis on the returned lead was completed. A break was identified in the negative coil. Pitting or electro-etching conditions occurred at the break location. The fracture mechanism cannot be determined. No other anomalies were identified in the returned lead portions. On (B)(6) 2012, additional information was obtained regarding the patient's condition. It was reported that the high impedance and voice alteration were first observed in (B)(6) 2011. No x-rays have been taken. No patient manipulation or trauma is believed to have caused or contributed to the lead fracture. The increased voice alteration is attributed to the lead. In the beginning, the vocal change was occurring with stimulation.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported via clinic notes received that the patient was having surgery vns lead replacement due to high impedance. The patient was noted has having an excellent response to vns therapy including being able to resume school, driving, and work. The patient was noted as experiencing more vocal changes with stimulation. While returning the explant lead and generator, it was indicated that a lead fracture was observed during surgery. The explanted lead and generator have been returned and are currently undergoing analysis. An implant card and the return product form also indicate that the lead was fractured. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.